Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted during device evaluation that the right ventricular lead dislodged and requiring re-positioning. During the re-positioning procedure, a helix extension and retraction issue was observed. The right ventricular lead was explanted and replaced. The patient was stable.